Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information it was reported that a (B)(6) female patient, lower limb paraplegic with cardiac condition had a one month hospitalization in (B)(6) 2017 for cyanosis in lying position. On (B)(6) 2017, the patient had respiratory distress further to feed intake. On (B)(6) the patient had occurrence of respiratory embarrassment. The patient did not withstand the lying position in lateral decubitus in bed. A first transanal irrigation with peristeen was performed in lateral cubitus followed by important stools emission. Then the patient was repeatedly put in supine position because she was pale. 10 to 15 minutes after the irrigation, the patient was congested and the nurse has to perform a bronchial mucus suction. Then the patient was hospitalized on the same day and passed away in the emergency unit. There was no report of bowel perforation nor report of pain during the catheter insertion. It was reported that the patient with serious medical history, had difficulties to breath and passed away after an irrigation with peristeen. Medical assessment: based on the available information, the death of the patient seems to be related to her underlying poor cardiorespiratory function.